Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and 2 three-way stop cocks was returned for evaluation. A non-edwards contamination shield was located on the catheter body between 37 cm and 110 cm proximal from the catheter tip. No introducer or packaging was returned. Evidence of reported leakage was observed on the returned device. As received, the catheter body was cut at 21.5 cm proximal from the catheter tip. All lumens were exposed at the section. The thermal filament, thermal filament cover, thermistor leadwires, and optical fiber were also cut at the section. Blood was observed from the cut section. Balloon did not inflate due to leakage from the cut. No visible damage to the balloon or returned syringe was observed. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that blood leakage was observed from the optical module connector during use. Although there was blood leakage observed, there were no patient complications reported by the customer.